Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause was due to air bubbles observed within the infusion set tubing during pumping. Customer was using cold insulin while filling the cartridge. Customer delivered a correction bolus via pump to address bg level. Customer changed the cartridge and continued to use the pump for insulin therapy.